Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported leak at the luer was confirmed. Upon visual inspection, there was a crack in the luer of the inflation port for a length of 1.3 centimeters. Functional testing with a new indeflator revealed fluid leaked from the crack in the inflation port of the hub. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot for the reported event. A review of additional records and reports related to the manufacture of the device could not establish a relationship between the reported event and the manufacturing process. Based on the available information for this lot, there is no evidence to suggest that the reported crack is related to the manufacturing process.

Event description:
It was reported that during the procedure to treat a mildly calcified popliteal artery the fox sv balloon catheter was delivered but could not be inflated at the lesion site. The device was removed from the anatomy without issue, however, a leak at the luer lock connection was noticed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. A second fox sv balloon catheter was used successfully in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.